Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 and 7 slide rail was damaged. A field service engineer upon arrival found actual issue was in drawer 5, which was clicking and required force to open. The drawer frame was misaligned, and the slide members were off track, causing the bearings to dislodge. The fse powered down the station, removed the drawer, and replaced both sliding rails. The drawer was reinstalled, the device was restarted, and a successful functionality test was completed using the hardware test application. Then found drawer 7 slide rails were damaged, bumpers were missing, bearing ball has fallen out, replaced slides to resolve the issue. The system functioned as intended after the field service engineer repaired the device.